Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. ¿ capsular contracture: unable to observe. No other observations observed, no further actions are required.

Event description:
Healthcare provider reported a left side capsular contracture baker grade iii/IV. Healthcare provider additionally reported "observations made during surgery" of " hole, non-specific". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV. The device has been explanted.